Manufacturer narrative:
Analysis on the suspect power conversion enclosure was completed by medtronic personnel. Testing found that no output of power was coming from the enclosure. Confirming an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this event. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. A generator failure mode was identified during imaging tests. Log files were retrieved for analysis. On (B)(6) 2016, a medtronic representative went to the site to test the equipment and found that the generator would not boot during testing. On (B)(6) 2016, a medtronic representative went to the site to test the equipment. The power conversion enclosure was replaced. Fluoro and rad gain calibration were performed. A system check-out was completed; the mechanical test, imaging test and safety inspection all passed. The power conversion enclosure was returned to the manufacturer and an evaluation is currently in progress.

Event description:
A site representative reported that the imaging system stayed in booting mode. No patient was involved when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
The isolation generator power control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The generator control board for the imaging system was returned to the manufacturer for evaluation. Testing found that the board would lead to the imaging system not reading when installed in a known operational imaging system.